Manufacturer narrative:
Product analysis of 105-5091-150, item: 20, lotno:b371813. Visual inspection/damage location details: the echelon-10 micro catheter has a labeled ID (inner diameter) of 0.017" with two separate marker bands. Per axium implant coil instructions for use (IFU): ¿axium prime coils should be delivered through a microcatheter with a minimum inside diameter of 0.0165¿-. Therefore, the echelon-10 micro catheter was found to be compatible for use with the axium implant coil. The total length of the echelon-10 micro catheter was measured to be ~155.4cm. The useable length of the echelon-10 micro catheter was measured to be ~147.6cm which is within specification . Upon visual inspection, no issues were found with the echelon-10 micro catheter hub or body. The echelon-10 micro catheter distal tip appeared to have been shaped and punctured proximal to distal marker band. No other anomalies were observed. Testing/analysis (including sem reports): the echelon-10 micro catheter was flushed, and water exited from the puncture and distal tip. The echelon-10 micro catheter was tested with an in-house guidewire. The guidewire was inserted into the catheter hub, through the catheter body, and exited out the puncture. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ could not be confirmed, and the root cause could not be determined. In addition, an in-house guidewire was able to pass through catheter body without issue. Possible contributing factors to ¿catheter resistance¿ include failure to prepare the ancillary devices prior to use, and insufficient catheter flush. It is possible the puncture proximal to distal marker band contributed to the reported resistance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the coil couldn't be pushed out of the microcatheter. The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the ophthalmic artery segment with a max diameter of 5mm and a 3mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. The access vessel was the femoral artery with a diameter of 8mm. Additional information received reported that the resistance was in the distal end of the catheter. The coil came out of the sheath smoothly. There was no kink/damage to the coil after removal.